Manufacturer narrative:
Correction: please retract report 2017865-2023-35495 as there was no allegation of malfunction and dislodgement occurred due to user error.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implanting the right ventricular - rv lead, it was noted that the rv lead dislodged. The rv lead was not used and was replaced. The patient was discharged in stable condition.

Manufacturer narrative:
Further information was requested but not received.